Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with a different model was placed. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an retracted position. Visual inspection found dried tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this brady lead was not implanted successfully due to product performance issue. A new brady lead with a different model was placed. No adverse patient effects were reported.